Event description:
The customer reported that during reprocessing of the subject device, the protector was found to be broken. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. Service found the protector of the universal cord on the scope connector side was damaged due to physical stress, confirming the customer's reported issue (broken protector). In addition, service found the adhesive on the bending section cover was detached, the connecting tube was scratched, the image guide protector was shaved, the forceps channel port was shaved, the scope cover was scratched, the suction cylinder was shaved, the universal cord was scratched, the light guide cover glass was dirty, the bending angles in the down/left/right directions were out of specification due to wear of the angulation wire, the right/left angulation knob could not be locked due to deformation of the knob, the plastic distal end cover was scratched, the light guide bundle was broken, and multiple parts of the device were scratched. There was play in the up/down/right/left knob due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or specify the root cause of the material caught in the forceps elevator. The instructions for use note the following about infection risk caused by insufficient reprocessing: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
There was no harm or user injury reported due to the event.